Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause of malfunction:user test strips had a poor storage(kitchen). Test strip UDI# (B)(4). Note: manufacturer does not recommend the meter to meter comparison;the booklet guide(IFU) provide important information to obtain accurate results.

Event description:
Consumer reported complaint for high blood glucose test results compare to meter to meter. The customer is concerned with test results from meter to meter comparison test result reported of 591 mg/dl using truetrack meter and test result reported of 122 mg/dl using another truetrack meter. The customer's expected fasting blood glucose test result range is less than 140 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on 08/30/2016, a back to back blood test was not performed by the customer. The product is not stored according to specification, customer stores product in the kitchen. The test strip lot manufacturer's expiration date is 05/31/2018 and open vial date at time of call is about two months ago. The meter memory was reviewed for previous test result history (date/ time not set correctly): (B)(6). Memory concerns: customer was concerned with the reading of 591mg/dl. Customer is improperly storing the product supplies in the kitchen. Customer educated the product proper storages environmental condtions. Customer stated hadn't made any changes to diet or medication .

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction:user test strips had a poor storage(kitchen). Note: manufacturer does not recommend the meter to meter comparison;the booklet guide(IFU) provide important information to obtain accurate results.

Event description:
Consumer reported complaint for high blood glucose test results compare to meter to meter. The customer is concerned with test results from meter to meter comparison test result reported of 591 mg/dl using truetrack meter and test result reported of 122 mg/dl using another truetrack meter. The customer's expected fasting blood glucose test result range is less than 140 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was not performed by the customer. The product is not stored according to specification, customer stores product in the kitchen. The test strip lot manufacturer's expiration date is 05/31/2018 and open vial date at time of call is about two months ago. The meter memory was reviewed for previous test result history (date/ time not set correctly): (B)(6). Memory concerns: customer was concerned with the reading of 591mg/dl. Customer is improperly storing the product supplies in the kitchen. Customer educated the product proper storages environmental conditions. Customer stated hadn't made any changes to diet or medication.